Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported that x-ray confirmed the lead had migrated. No accidents, falls, or weight fluctuations were reported. Surgical intervention was undertaken wherein the lead was repositioned. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction - section b5 - the date that surgery took place to reposition the lead was not included in the b5 language of the initial report. It has been added.

Event description:
It was reported that x-ray confirmed the lead had migrated. No accidents, falls, or weight fluctuations were reported. Surgical intervention took place on (B)(6) 2022 wherein the lead was repositioned. Effective therapy was restored.